Event description:
The customer called for assistance with his glucometer. The customer then stated that he had been hospitalized due to a stroke, and his blood glucose levels were greater than 600 mg/dl. The customer stated that the event was not diabetes related as he was not wearing the insulin pump during that time. However, he did not state how long he had been off the insulin pump. The customer also reported that he had received three no delivery alarms in the past three months. No troubleshooting conducted as the insulin pump was not alarming at the time of the call. Advised the customer of the possible causes for the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.